Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the backlight of the control panel did not work on the arctic sun device. The found the device overfilled. The chiller temperature (t4), outlet monitor temperature (t1) and outlet control temperature (t2) went down together. The water was drained. The device did not manage to suck the water in again. The service was stopped because more errors were detected. Visual inspection and functional check revealed more issues.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a weak circulation pump. The device was evaluated and the reported issue was confirmed as it was noted that the device was not able to fill as the circulation pump was not generating negative pressure. No repairs were made as customer declined repairs. It was also reported that the backlight of the control panel did not work and the service was stopped as more errors were detected. It was also noted that the unit was overfilled. No repairs were made as customer declined repairs. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the backlight of the control panel did not work on the arctic sun device. The found the device overfilled. The chiller temperature (t4), outlet monitor temperature (t1) and outlet control temperature (t2) went down together. The water was drained. The device did not manage to suck the water in again. The service was stopped because more errors were detected. Visual inspection and functional check revealed more issues.